Manufacturer narrative:
1. DHR/bhr review lot#3325180. 1-the products of this batch were assembled at intima ii auto line 4 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the abnormal states of the extension tubing joint cannot be identified, the root cause of the leakage there cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leaked at adapter tubing junction an indwelling needle needs to be buried in order to administer fluids to lee yongyan's patient. The indwelling needle extension fitting is leaking. Replacing the indwelling needle with a new one.